Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Following permanent system implant, patient experienced increased pain in left leg. Patient was discharged from the asc. The patient was brought to ER for further evaluation the following day and the attending physician wanted an MRI. Hospital policy states that no MRI can be performed within 6 weeks of implant so the system was explanted. Should additional information be received, this file will be updated.